Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure on greater curvature, the device fired however there was an incomplete staple line on the proximal. Suturing and replacing of the misfired device were done to complete the procedure. An additional operation was performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, on greater curvature, the device fired however there was an incomplete staple line on the proximal. Suturing and replacing of the misfired device were done to complete the procedure. Sleeve gastrectomy was performed to correct the issue.